Event description:
During review of the data log, it was found that error 38 occurred twice and error 33 ocurred four times.

Event description:
During review of the data log, it was found that error 38 occurred twice and error 33 occurred four times. The device was received for evaluation. Reviewed history log, verified non consecutive errors, error 38 (2x) and error 33 (3x). Per IFU, device can be returned back to use. Equipment cleaned and post repair tested per quality control check list. Equipment is now functioning as intended and is released for further use.